Manufacturer narrative:
The missing clear inner part of the cannula seal cannot be found; therefore, the root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, it cannot be determined if the clear inner part of the cannula seal was already missing prior to the start of the prostatectomy procedure or if it had fallen off of the cannula seal during the procedure. However, this complaint is being reported because the patient required an x-ray to check if the missing part was inside the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the clear inner part of the cannula seal was found missing after the obturator was removed from the cannula that had been inserted into the patient. The reporter claimed that the cannula was inspected prior to use and no visible damage was noted. The cannula and obturator were assembled off the field prior to inserting into the patient. An x-ray was performed before the patient left the operating room and nothing was found on the x-ray. The reporter was unable to confirm if the missing part had fallen into the patient . As of the date of this report, the reporter does not know where the missing part is. Upon visual inspection of the reported cannula seal with another cannula seal, she believes that the missing cannula seal part was never there since the tabs that hold the clear inner part of the cannula seal was not damaged or missing. There was no allegation of a patient injury due to the reported missing part.